Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed scarring due to a viral infection at the pod¿s insertion site (abdomen) while wearing the device for more than 48 hours. The patient reportedly developed scabs at the cannula insertion site, with an associated loss of approximately 1/4 inch of underlying tissue. The abscesses were cultured, and a viral cause was identified. The patient further reported a compromised immune response, resulting in infection and subsequent abdominal scarring. Additionally, the patient has a cardiac condition and is receiving medications associated with increased susceptibility to bruising. The patient was hospitalized for 3 days and discharged with arrangements for home health care. The patient was treated with unspecified antibiotics. The patient's blood glucose levels were not reported.